Manufacturer narrative:
The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to failure to follow instructions.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for sensing not fully optimized. The patient will be checked on the clinic for a set up. This s-ICD remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for sensing not fully optimized. The patient will be checked on the clinic for a set up. This s-ICD remains implanted. No adverse patient effects were reported.